Event description:
A patient reported she has seen other people who had "the unit" and are having similar issues, including shocking, jolting and a burning sensation at the battery site. Patient services asked the patient if she knew their names, their healthcare providers, or the type of device. The patient said it seemed like they probably had a device similar to her restore sensor surescan. No additional information as provided or available. The indication for implant was unknown.